Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was reported the patient is in hospice and the device was to be programmed to tachy mode of monitor only. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating the device likely was beyond end of life (eol) causing the inability to interrogate the device. No further troubleshooting was performed since the device was being programmed off for comfort care. This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.